Manufacturer narrative:
Correction: d.8.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized on (B)(6) 2025 for spontaneous bacterial peritonitis due to a clostridium difficile (c-diff) infection. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2025 with complaints of abdominal pain and diarrhea. The ER intake evaluation revealed the patient was positive for c-diff, and although the timeline is unclear, the patient was also diagnosed with spontaneous bacterial peritonitis. The patient was treated with an antibiotic (drug, dose, route, frequency, duration not provided) and 2 units of packed red blood cells (rationale not provided). On (B)(6) 2025, the patient was discharged to a rehabilitation hospital where she currently resides. It is unknown if the patient continued with ccpd while hospitalized, however the pdrn reported the serious adverse events were unrelated to pd therapy or any fresenius device(s) and/or product(s). Per the pdrn, the cause of the spontaneous bacterial peritonitis was the c-diff infection, however it is unknown if this is due to the transmural migration of bacteria or a touch contamination event.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized on (B)(6) 2025 for spontaneous bacterial peritonitis due to a clostridium difficile (c-diff) infection. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2025 with complaints of abdominal pain and diarrhea. The ER intake evaluation revealed the patient was positive for c-diff, and although the timeline is unclear, the patient was also diagnosed with spontaneous bacterial peritonitis. The patient was treated with an antibiotic (drug, dose, route, frequency, duration not provided) and 2 units of packed red blood cells (rationale not provided). On (B)(6) 2025, the patient was discharged to a rehabilitation hospital where she currently resides. It is unknown if the patient continued with ccpd while hospitalized, however the pdrn reported the serious adverse events were unrelated to pd therapy or any fresenius device(s) and/or product(s). Per the pdrn, the cause of the spontaneous bacterial peritonitis was the c-diff infection, however it is unknown if this is due to the transmural migration of bacteria or a touch contamination event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of bacterial peritonitis (characterized by abdominal pain) and a c-diff infection (characterized by diarrhea), which required hospitalization, transfusions, and antibiotic therapy. Per the information provided, the definitive cause of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were not a result of a fresenius device(s) and/or product(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for acquiring infections of the peritoneum. Additionally, patients with esrd are at a higher risk of acquiring infections than the general population, due to their weakened immune systems. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized on (B)(6) 2025 for spontaneous bacterial peritonitis due to a clostridium difficile (c-diff) infection. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2025 with complaints of abdominal pain and diarrhea. The ER intake evaluation revealed the patient was positive for c-diff, and although the timeline is unclear, the patient was also diagnosed with spontaneous bacterial peritonitis. The patient was treated with an antibiotic (drug, dose, route, frequency, duration not provided) and 2 units of packed red blood cells (rationale not provided). On (B)(6) 2025, the patient was discharged to a rehabilitation hospital where she currently resides. It is unknown if the patient continued with ccpd while hospitalized, however the pdrn reported the serious adverse events were unrelated to pd therapy or any fresenius device(s) and/or product(s). Per the pdrn, the cause of the spontaneous bacterial peritonitis was the c-diff infection, however it is unknown if this is due to the transmural migration of bacteria or a touch contamination event.